Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (not powering on properly) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the u1000 sram component on the computer/analog pca. The sram component was thermally damaged. The root cause for the damaged u1000 sram could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was not powering on properly.